Event description:
Customer reported that upon changing the battery, the alarm did not sound but, flashes a green light. The customer did not provide a date when the issue was found. No pt incident or injury reported.

Manufacturer narrative:
Product has been requested, but has not been returned. This report is based solely on the reported issue from the customer. (B)(4).